Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
Reported via clinical study. It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. Post index procedure follow up imaging revealed a peri-device leak around the closure device. At the time of the event, the patient was on rivaroxaban medication. The physicians started the patient on an anticoagulant medication in response to the leak.

Event description:
Reported via clinical study. It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. Post index procedure follow up imaging revealed a peri-device leak around the closure device. At the time of the event, the patient was on rivaroxaban medication. The physicians started the patient on an anticoagulant medication in response to the leak. It was further reported that the device implanted was a 24mm watchman flx pro closure device. The transesophageal echocardiogram (tee) imaging was performed 47 days post implant, and revealed the left ventricular ejection fraction (lvef) was 45%, with the laa seal with residual jet around the closure device measuring at 3mm. At the original implant date, complete seal around the closure device was noted.

Manufacturer narrative:
B5: information added d4: detailed product information and UDI updated d6a: date added.